Event description:
Patient scheduled for total knee arthroplasty (tka) revision. During surgery it was discovered broken metal component at the anterior aspect of the tka tibial tray with poly instability and locking failure. Implants given to representative (rep) to send back to s&n.